Event description:
The customer reported the device won't turn on / off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted power button and ac light on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. A review of the device history record showed the device had a manufacture date of 27 aug 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information:e2, e4, g2(report source), h3, h6, h7, h9. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 27 aug 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : investigation complete.

Event description:
The customer reported the device won't turn on / off. There was no patient involvement.

Event description:
The customer reported, the device won't turn on / off. There was no patient involvement.

Manufacturer narrative:
The affected device has been received, and an evaluation is pending. A follow up report will be submitted, once the evaluation is completed. H3 other text: the affected device has been received. And an evaluation is pending.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device won't turn on / off. There was no patient involvement.